Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to turn on the low frequency attenuation (lfa) filter. The patient was being monitored. The patient was stable.